Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band "leak." The leak was noted by the surgeon to be on the bottom of the port itself. The event was first noticed when the patient experienced "no restriction" and was losing fluid in the band. The port was removed and replaced.